Event description:
On 6/4/78 rptr had augmentation surgery. From 1980-1985, rptr began feeling depressed, began losing memory, couldn't function at work, missed a lot of days because of fatigue, couldn't comprehend anything, or keep up, had mood swings and anxiety attacks and lost job and several more after that. The minute rptr became employed she was sick. From 1990-1992, rptr was constantly seeing drs with viruses, ear infections, severe depression, thoughts of suicide, gland swelling, hot and cold sweats, (mostly hot) and a hot burning sensation in right leg which is weaker. After that incident rptr was constantly fatigued, always caught every cold, virus and flu imaginable, plus a lot of throat and ear infections. She began losing her 20/20 vision. She has monthly migraines and headaches every single day. Rptr virtually remained in her home for almost 15 years never knowing what was wrong with her. Rptr was never told by her dr about the problems of implants. Rptr is on disability. Rptr's thyroid is "completely gone" per her dr and her hair is extremely thin. Rptr is 47 years old and feels like she is 97 years old.